Event description:
The fse reported that the collimator had partially come apart, leaving the blades halfway in the image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and repaired the collimator. The system operates as intended.